Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose (bg) was "high", however, a specific value was not provided. Reportedly, the customer administered a manual injection to address bg level. Reportedly, the customer reverted to manual injections for insulin therapy.